Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase and high out of range pace impedance measurements. The field representative stated that the physician was opting for a lead revision. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase and high out of range pace impedance measurements. The field representative stated that the physician was opting for a lead revision. Further information was received that the patient has elected to hold off on the revision procedure. No adverse patient effects were reported. At this time, this lead remains in service.